Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the monitor was not giving a red alarm when the heart rate is high or low. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The monitor was not accessible for inspection. A philips remote service engineer (rse) requested that the customer call back, when the device is available for inspection. No further calls have been received for this device. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed, as no further information was provided. We are unable to confirm the final disposition of the device because the customer did not provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.